Event description:
It was reported that a customer's pump screen was broken, rendering it nonfunctional. There was no adverse impact to the customer's blood glucose level. A replacement pump was sent.